Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a fall. It was also reported that all atrial tachycardia/atrial fibrillation (at/af) therapies disabled because atrial lead position check failed. The right atrial (ra) lead remains in use. No further patient complications have been reported as a result of this event.